Event description:
On (B)(6) 2013, it was reported that on (B)(6) 2009, the patient's mother called the office with "vns issues". When asked what these issues referred to, the nurse stated that, per the mother, the patient's "seizures were not the same". It was unknown what the exact change in seizure pattern was, as it was not reported. The patient's mother just stated that one of the seizures lasted 40 seconds. It is unknown if this was how long the seizures typically lasted or if it was longer. The patient was advised to go to the emergency room; however, the patient did not want to go. No diagnostic information was provided. No other interventions were taken or planned. Per the nurse, it is unknown what the relationship of the change in seizure pattern was to vns. No additional information was provided. A review of programming history found diagnostics from the date of implant.

Event description:
It was reported that the patient's mother requested the device be disabled on (B)(6) 2009 for personal reasons. The patient's mother also requested that all of the patient's anti-epileptic medications be stopped; however, she requested these medications again on (B)(6) 2009. As the patient was last seen by this office in (B)(6) 2009, no additional information is known.

Manufacturer narrative:
Incorrect patient identifier was inadvertently listed on initial MDR. Incorrectly selected product problem instead of adverse event on initial MDR. Incorrectly reported as a malfunction on the initial MDR. Analysis of programming history.